Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the distal end of the main tube was broken. The cautery hook tip had snapped off from the main tube. When the hook top was reseated back into the main tube, it could be seen that there was a small piece missing about 0.098 x 0.0225 that was part of the retaining feature that connected the tip to the main tube. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the main tube damage, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the permanent cautery hook instrument tip was noted to be broken and dangling during reprocessing. No patient harm, adverse outcome or injury was reported.